Event description:
Patient presented with aortic neck measuring about 15mm with anterior angulation. A 28-16-140bl bifurcated device was deployed and placed. A 34mm proximal extension was also deployed. There was a slight intraoperative proximal type I endoleak, which was resolved with a palmaz stent. The procedure was completed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results/conclusions: unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.